Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse reported impact to the customer¿s blood glucose level. Technical support advised the customer to reset the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.